Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Thirteen days post vena cava filter deployment , a computed tomography scan demonstrated extensive pulmonary embolus. Approximately two weeks post filter retrieval, a computed tomography scan demonstrated a detached limb from the previous filter extending through the wall of the inferior vena cava with associated inflammation. Subsequent CT scans demonstrated the detached filter limb stable and unchanged in position. At some time post filter deployment, it was alleged that filter tilted and struts perforated. Approximately six weeks post filter deployment, the filter was retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was indicated for pe prophylaxis prior to surgery. Access was gained to the right internal jugular vein with micropuncture technique under ultrasound and fluoroscopic guidance. The filter was successfully deployed in an infrarenal position without incident. Hemostasis was achieved with manual compression. Approximately six weeks post filter deployment, a filter retrieval procedure was performed. A CT scan performed two weeks post filter retrieval, demonstrated a previously visualized extensive pulmonary embolus no longer present. There was a detached filter limb extending through the wall of the ivc immediately inferior to the left renal vein with some inflammation identified at that location. There was some opacification of the ivc above the level of the detached filter limb. The ivc below the detached filter limb appeared relatively small and somewhat atretic. Approximately six months post filter retrieval, a CT scan demonstrated the detached filter limb stable and seen within the cava. The proximal superficial and deep femoral veins, bilateral common femoral veins, bilateral common and external iliac veins, and ivc were patent and entirely free of thrombus. Approximately 10 months post filter retrieval, a CT scan demonstrated new pulmonary emboli in the right lower lobe segmental and subsegmental branches. The detached filter limb was unchanged in position. Approximately one year nine months post filter retrieval, a CT scan demonstrated resolution of the previously seen right lower lobe pulmonary embolism and the detached filter limb unchanged in position. Per the medical records available for review, the detached filter limb has not been removed. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed in the infrarenal position. Thirteen days post filter deployment, a CT scan demonstrated extensive pulmonary embolus. Approximately six weeks post filter deployment, a filter retrieval procedure was performed. Approximately two weeks post filter retrieval, a CT scan demonstrated a detached limb from the previous ivc filter. Based on the medical records, the investigation can be confirmed for a detached filter limb. The investigation can also be confirmed for pe after filter implantation however the relationship of the filter to the pe is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Thirteen days post vena cava filter deployment, a CT scan demonstrated extensive pulmonary embolus. Approximately six weeks post filter deployment, the filter was retrieved. Approximately two weeks post filter retrieval, a CT scan demonstrated a detached limb from the previous filter extending through the wall of the ivc with associated inflammation. Subsequent CT scans demonstrated the detached filter limb stable and unchanged in position. No additional information surrounding this event was provided in the medical records received.